Manufacturer narrative:
The unit alarmed with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The unit was unable to perform the basic occlusion, occlusion, prime/compromised force sensor system alarm, and excessive no delivery tests due to the compromised force sensor system alarm. The unit was received with normal operating currents and passed the unexpected restart error test. The following physical damage was noted: minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was 330 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.